Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the fg emerge mr, ous 2.50mm x 15mm catheter was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink 4.6cm from the distal tip. A detailed microscopic examination of the balloon identified a circumferential tear 1.2cm from the distal tip. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.